Manufacturer narrative:
.

Event description:
The caller reported that the accuchek inform ii base (serial number (B)(4)) had no power. While troubleshooting the customer stated that there was a big black cloud surrounding the led light. She said that the black residue looks like it came from something that was burning on the base unit. She also reported that the base was not exposed to any external heat sources. There was no adverse event.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. The product was not returned.